Manufacturer narrative:
(B)(4).

Event description:
It was reported by company representative that patient was implanted on (B)(6) 2010 and there were no issues at implant. Thereafter, patient complained of severe pain and never had therapeutic effect. Hcp was unable to aspirate 1-2 ml and unable to put dye in catheter to perform dye study on two different dates. Four days later, hcp was able to aspirate the catheter and see cerebrospinal fluid. The pump was primed on the back table with 0.2 ml for two minutes and no drips were seen. Hcp planned to replace the pump but no date had been set for the revision. Additional information has been requested, but was not available as of the date of this report.